Manufacturer narrative:
(B)(4). Teleflex has requested additional information as to any necessary medical interventions taken, and the current patient condition.

Event description:
Customer complaint alleges "one incidence of anaphylaxis following induction of anesthesia, using cvc catheter and chlorahex prep". Necessary medical intervention and current patient condition were reported as "unknown".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was provided by the customer. The probable cause of the alleged defect could not be determined based upon the information provided and without a sample. No further action will be taken. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges "one incidence of anaphylaxis following induction of anesthesia, using cvc catheter and chlorahex prep". Necessary medical intervention and current patient condition were reported as "unknown".